Event description:
Reporter indicated high lead impedance with vns systems diagnostics testing was noted for a patient at an office visit on (B)(6) 2013. Normal mode diagnostics results were within normal limits. No patient adverse events have been reported. The reporter elected not to disable the vns, but this was recommended by the manufacturer. X-rays were received and reviewed by the manufacturer. The upper part of the generator is visible and it appears to be in a normal placement in the left upper chest. The filter feed-through wires appear to be intact, and the lead connector pin appears to be fully inserted into the generator connector block. The lower part of the generator is not visible in the neck ap view that was received. The lead is visible, apart from a section of the lead that is behind the generator and an undetermined length that falls outside of the visible parts of the vns system in x-rays. As the lead pin is fully inserted, a lead pin insertion issue has been ruled out and a lead fracture is the more likely cause of the high lead impedance. Attempts for additional information are in progress.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the patient had no known trauma and did not manipulate the vns.

Manufacturer narrative:
The information that the patient had no known trauma and did not manipulate the vns was inadvertently omitted from the initial MDR report.